Event description:
Additional facebook post received through marketing partner. Post stated: "...I had the same problem. True results did mine too what a joke. I had it removed this year and I feel so much better but gained all my weight back. I had a lot of scar tissue they had to remove. I would never recommend the lap band it's a joke. True results shut down and never let anyone know that was happening."

Event description:
(B)(6) post received through marketing partner. Post stated: "I got mine in 2014 and I just had it taken out last week. It's been horrible this pass year throwing up all the time and having acid reflux so bad that you woke up choking in the middle of the night. It had been wonderful this past week since I had it taken out. I feel so much better." No further information available from physician or patient.